Manufacturer narrative:
The investigation determined that the event was consistent with the bubble in the sample or an abnormal aspiration. The investigation did not identify a product problem.

Manufacturer narrative:
The calibration signals were within specifications. The qc level 2 recovery was within specifications on the day of recovery and the chart overview showed a good recovery over time. The alarm trace on 21-feb-2023 at 3:22 am showed "abnormal aspiration" close to the sample measurement. This is a hint that the patient sample was not optimal. The application systems engineer noted a bubble in the tube. The bubble was traced when the patient sample was rerun on a c303 and the module gave an alarm. A general reagent problem can be excluded because provided qc data is within the expected ranges.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas pure e 402 analytical unit. The initial result was reported outside of the laboratory. The doctor did not believe the result which prompted the rerun of the patient sample. The initial result was 228 ui/l. The first repeat result was 10000 ui/l. The second repeat result was 15294 ui/l. This result was consistent with the gestational age. The reagent lot number is 584575. The expiration date is 31-jul-2023.